Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The patient experienced persistent postoperative discomfort, with no improvement in their symptoms. Consequently, the surgeon opted to conduct a follow-up procedure to eliminate the possibility of infection and, if infection was ruled out, to proceed with a conversion to a reverse approach. Although there were no available x-rays, visual assessment indicated optimal placement. Notably, no exceptional circumstances were associated with this course of events.

Event description:
The patient experienced persistent postoperative discomfort, with no improvement in their symptoms. Consequently, the surgeon opted to conduct a follow-up procedure to eliminate the possibility of infection and, if infection was ruled out, to proceed with a conversion to a reverse approach. Although there were no available x-rays, visual assessment indicated optimal placement. Notably, no exceptional circumstances were associated with this course of events.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.